Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive alinity I toxo igg result generated for a 24-year-old pregnant female patient. The following data was provided (customer reference ranges: <1.6 = negative, 1.6 to 3 = gray zone, >3 = positive): (B)(6) 2026 sample ID (B)(6) initial result = 4.8 iu/ml, repeat result = negative. Result on vidas platform = negative. (B)(6) 2026 result = negative. No impact to patient management was reported.